Event description:
Event description cpi received information that this implantable pulse (ipg) generator (ipg) was exhibiting no sensing. An x-ray revealed a 'nick at the adapter site'. An invasive procedure was performed and the adapter, model 6836, was replaced but the sensing issues persisted. A new ipg was connected to the new adapter and lead and the system paced and sensed appropriately.